Event description:
It was reported that the mosaic valve cinch system was already released when the healthcare provider opened the valve. The device was never implanted. The product was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was returned along with remnants of surgical pledgets and blue and white multifilament sutures. The valve was discolored showing evidence of blood contact. The tissue appeared dried and desiccated, likely due to prolonged exposure without solution. Small perforations were noted along the sewing ring suggestive of placement of implantation sutures. One valve holder suture remained attached to the back of the right non-coronary stent post. A jagged suture tip was observed near the sewing ring, consistent with suture breakage. The exposed suture tip near the stent post appeared straight, consistent with having been cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.